Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction occurred. The customer reverted to an alternative method of insulin therapy. The customer blood glucose level was unknown.